Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the event does not meet the definition of a reportable event.

Event description:
Additional information provided from the death certificate confirmed the cause of death was an accidental gun shot.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturing reference: 3005334138-2019-00604. Following an ablation procedure, the patient expired. The cause of death is unknown. There were no performance issues with any abbott device.